Event description:
It was reported that the patient came into the emergency room after the device delivered inappropriate therapy due to noise on the ventricular channel. The patient was scheduled for device replacement a year ago, but elected to not have it done at that time. The patient had not been seen since until this event. The patient elected to have the device turned off and the system will remain implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.